Manufacturer narrative:
Na

Event description:
It was reported that the ventilator had a constant reset condition. It is unknown if the ventilator alarmed or if it was connected to a patient when the reported problem occurred.